Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - surgical incision, enlargement of, surgical procedure, incision sutured, lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found a piece of lens optic and one haptic torn off and stuck in the returned cartridge. A piece of lens optic and the other haptic were torn off and missing. There was no visible damage to the cartridge. There was evidence of clear and dark residue. (B)(4).

Event description:
The reporter stated an aq2015a silicone aspheric three piece lens was torn while being loaded, but was not noticed until after the lens was inserted. The incision was enlarged to remove the lens and sutures were required. The reporter stated the event was due to tech error.